Event description:
The customer received a control reading of 177mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The test strips were expected to be returned for investigation. New meter, strips and control were sent to the customer.